Event description:
During profyle combo extraction, the screw broke and was left in the patient's bone. Primary surgery was performed about 1 year ago.

Manufacturer narrative:
Investigation in progress but not yet complete.